Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the device disconnected at the y connector close to the stopcock. As a result the system was changed.